Manufacturer narrative:
Eval summary - product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been two other similar complaints reported in the lot number. Add'l info was requested 08/29/2011 and 08/31/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported a pt who was dissatisfied following intraocular lens (iol) implant surgery due to poor contrast and dim vision. She stated the lens was exchanged. Add'l info has been requested.